Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with normal operating current. Device passed displacement test and self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had buttons are stuck when press them. The customer¿s blood glucose was unknown. Customer stated that insulin pump had to change out battery more than once every 7 day. The device will not be returned for analysis.